Manufacturer narrative:
Based on analysis of the returned product, analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that during an initial implant procedure the physician could not insert the right atrial (ra) lead into the header of this pacemaker. A new pacemaker was used to connect the ra lead into the header successfully. The attempted pacemaker will return for analysis. No adverse patient effects were reported. The device returned for analysis.

Event description:
It was reported that during an initial implant procedure the physician could not insert the right atrial (ra) lead into the header of this pacemaker. A new pacemaker was used to connect the ra lead into the header successfully. The attempted pacemaker will return for analysis. No adverse patient effects were reported.